Event description:
It was reported that approximately 2 to 3 hours into a da vinci si hysterectomy procedure, during node dissection, arcing was observed coming from the tip of the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. The distal end of the instrument was lying on the patient's bowel at the time of the arcing, resulting in a burn to the patient's bowel. The surgeon repaired the burn with stitches and no additional complications were reported. The planned surgical procedure was completed and no adverse outcome was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover accessory is returned or if additional information is received.